Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported bent cannula or to determine whether if contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported on (B)(6) 2014 at 10:31 am, she activated a new pod and her blood glucose, carbohydrate intake and insulin history is as follows: time: 10:37 am, bg (mg/dl): 171, bolus (u): 0.14; 2:09 am, 146, cho(g) 12, 1.25; 6:20 am, 188, 37, 4.2; 8:49 am, 239, 0.45; 10:53 am, 213, 1.4; 5:25, 6:03 am, 199, 1.35; 8:36 am, 223, 1.35; 10:18 am, 232, 17, 2.6; 2:10 pm, 181, 25, 2.9; 6:08 pm, 180, 7, 1.45; 8:92 pm, 190, 15, 1.65; 9:43 pm, 308, 2.35; (B)(6) 2014, 12:05 am, 269, 1.75; 1:16 am, 288; 5:50 am, 279. Upon deactivation she noticed the cannula was bent in a 45 degree angle.